Manufacturer narrative:
Device analysis: the pump was returned to the manufacturer and investigated by product analysis on 11/16/2015 with the following findings: on investigation, the display was found to be dim/faded/discolored. Investigation duplicated the complaint. There was no allegation of adverse event associated with this complaint. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.